Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrs(3), lot r028 and crrid, lot id105, the reagents used by the customer at the time of the event. The customer did not return sample for investigation testing.

Event description:
Customer reported unexpected negative reactions when testing a patient sample containing antibodies with capture-r ready ID (crrid) and capture-r ready screen(3) on the echo during validation studies.